Manufacturer narrative:
The device referenced in this report will be forwarded to olympus america, inc., for further eval. If the device is received at a later date, and further significant additional info becomes available, the report will be updated. The cause of the user's experience could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the tip of the sonosurg scissors had broken during a therapeutic laparoscopic sigmoid bowel resection, and had fallen into the pt. The detached tip was reportedly retrieved with no pt injury reported. The procedure was completed with a different, but similar device.